Event description:
The male patient was undergoing a lap appendectomy. An ethicon endopouch retrieval bag was used to enclose the appendix. After the device was deployed, the metal ring surrounding the bag detached and fell into the abdomen. This piece was retrieved. There was no harm to the patient.